Event description:
Vasc band hemostat opened to sterile field and tested by inflating with 20ml air. Plastic piece fell off of vasc band.

Manufacturer narrative:
Investigation record: (1) sent an email to the distributor inquiring about: whether the product's appearance and condition were checked before use? How exactly did the medical staff operate the compressor? Whether any video materials were retained for root cause analysis. No response has been received from the distributor. (2) traced the DHR (device history record) and production inspection records for batch: 202408922. No abnormalities were found in the finished product inspection records. Our compressors were manufactured and inspected strictly in accordance with the operating procedures. The products underwent full inspection during production and random inspection during quality control. The production process was stable and reliable, with no similar issues identified. (3) conducted tests on the retained samples from batch: 202408922. The product's appearance and structure showed no abnormalities. Simulation of the usage conditions described in the customer feedback also did not result in the support plate falling off. Investigation conclusion. Since the product was not returned and no additional effective information regarding the product abnormality or specific operation details was obtained, the root cause of this customer complaint remains unclear at this time.